Manufacturer narrative:
(B)(6). (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who initially underwent surgery for a right trochanteric femoral nail advanced (tfna) on (B)(6) 2017, was brought back to the operating room on (B)(6) 2017 for a hardware removal conversion to a depuy total hip arthrodesis due to a tfna helical blade cut-out of the femoral head. During a follow-up appointment, date unknown, the cut out was discovered via x-ray after the patient complained of hip pain. An 11mm x 235mm x130 degree tfna nail, a 100mm helical blade and a 5mm locking screw were all removed intact. It was reported that the surgery was completed without any complications or delay and the patient¿ status was stable. Concomitant medical products: tfna nail (part #04.037.144s, lot #unknown, quantity 1); 5mm locking screw (part #unknown, lot #unknown, quantity 1). This complaint is for one (1) tfna helical blade. This is report 1 of 1 for (B)(4).